Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a hypodermic needle safety device detached while in use. No adverse health outcomes occured.

Manufacturer narrative:
The actual affected product was not returned for evaluation. There were 10 fully sealed jelco hypodermic needle-pro edge safety device needles returned for evaluation. Visual inspection found the devices fully assembed with no visible non-conformances. Functional testing involved assembling the devices to a 3ml plastic syringes and were tested for simulated use with water. This testing showed that no separation of any part of the assembly was observed during the withdrawl and expulsion of the water. Samples were also inserted within an isoprene injection site to simulate the patient and then drawn back without disconnection of the assembly. After simulated use testing, the samples were engaged by pressing the sheath against a flat surface using a one-handed technique and it was observed that the samples were fully contained by the safety sheath without needle disengagement. Based on the evidence, the reported complaint could not be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.